Manufacturer narrative:
The device was received for evaluation on 8/23/23. The drip chamber observed to be separated from the piercing pin. Evaluation of the bond under ultra violent light showed little to no solvent present. The tubing and bond pocket were measured and found to meet design specifications. The reported complaint of a separation can be confirmed. The probable cause of the separated tubing from the piercing pin is due to insufficient solvent applied during manual assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has yet to be received. E1 - extension number.

Event description:
The event involved a primary plum set with unknown patient involvement. The reporter stated that the tubing separated from drip chamber. No harm was reported as a consequence of this event.